Event description:
Chiropractor (B)(6) used this on my neck. It felt like my cervical vertebrae were being pummeled. It strikes very hard and fast and my neck was hit with solid, hard plastic. It was way too much force on my cervical vertebrae. Afterwards my condition was worse. Chiropractor (B)(6) conducts his business from his property in a normal, isolated area at (B)(6), outside city limits. The instrument is mechanical and strikes really hard with a lot of force. I do not think chiropractors should be allowed to use this. They are not medical doctors. I have contacted the (B)(6) county sheriff's department. The reason I contacted law enforcement regarding this incident is because I told (B)(6) I did not want this instrument being used on me. He did not explain what the instrument was or where he was going to use it. The cervical vertebrae are not meant to take a lot of force. I have only heard of medical doctors using mechanized equipment to treat the cervical vertebrae - equipment I assume to have been approved by the FDA. I had never heard of this equipment and he used it on my neck with way too much force. I feel he was trying to injure me. (B)(6).